Event description:
It was reported that the patient was rushed by ambulance to the emergency room for the 3rd overdose. The reporter stated that the potassium levels had dropped, so low that the patient's "heart nearly stopped", no other symptoms were reported. The patient had changed to a different hcp approximately one year ago. The reporter indicated that on three occasions, the overdoses occurred due to the hcp "turning up the pump too high". The previous hcp had checked various lab tests for the patient and the current hcp had not done so. The patient was hospitalized for four days and has changed to another hcp for management of the pump. The pump contained dilaudid, baclofen, clonidine, and bupivicaine with refills every 2 months.